Event description:
A caller reported that the pump's quick bolus/wake button was difficult to press, requiring multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to ensure the pump was not connected to a power source and to press the button firmly using the tip of the finger, while providing support on the opposite side of the button. The caller confirmed that the button was functioning as intended following this guidance.